Event description:
It was reported that during a percutaneous coronary intervention (pci) there was difficulty removing the device. A 90% stenosed de novo lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The physician attempted to cross the lesion with a 3.5mm x 10mm flextome cutting balloon however, was unable to do so. During insertion and withdrawal of the device the physician encountered resistance. The physician managed to remove the device intact. The procedure was completed with a different device. There were no patient complications. Patient status is reported as good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)